Event description:
It was reported that the patient experienced continued pain post implant across the chest, focused at the site of the device implant. There was no infection and the wound healed fine per the physician. At an emergency room visit, no additional cause for the pain could be found. The device is scheduled for explant. It was noted that the patient is taking part in the monitoring in dialysis study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).